Event description:
Customer reported with an issue of angle is stiff . The issue found at preparation for use. The device was replaced with a similar device and the intended procedure was completed with no patient harm, no user injury due to the event. Device evaluation found blockage in the channel. Foreign material found exiting from the channel due to blockage. This report is being submitted for foreign material found exiting from the channel during device evaluation.

Manufacturer narrative:
Device return evaluation was completed. The customer reported issue of angle is stiff was confirmed. Device evaluation and inspection found the angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down (u/d) knob is out of standards due to worn angle-wire. In addition, service found blockage in the channel. Foreign material found exiting from the channel due to blockage and water was observed not coming out due to blockage of water jet j-tube. Furthermore, the following findings during inspection were noted on the device: water cleaning function is out of standards due to deformation of nozzle. Light guide (lg) lens found broken. The adhesive part of a-rubber (ar) found broken. There is crease at the connecting tube. Switch1 (sw1) found cut off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could not be definitively identified. There was no information that was provided that would allege any obvious misuse of the device. Therefore, no presumed cause of the suggested phenomenon could be established. Olympus will continue to monitor field performance for this device.